Event description:
Unit showing 46 minutes remaining, but once the battery operation starts it endures only 3 minutes and showing no battery capacity. Manufacturing date 0243, hardware version 7446f,batch number m035553. Reference number: lss-v04057